Manufacturer narrative:
Ines, m., babar, m., singh, s., iqbal, n., and ciatto, m. (2021). Real world evidence with the rezum system: a retrospective study and comparative analysis on the efficacy and safety of 12-month outcomes across a broad range of prostate volumes. The prostate, 81, 956 - 970.

Event description:
It was reported via an article published in the journal the prostate (wiley online library), that a retrospective study was conducted to analyze to provide 12-month unbiased outcomes with the rezum system (rezum), a convective water vapor thermal therapy for patients with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). Results from this retrospective, real world evidence (rwe) study were compared to those of previous studies with the aim to evaluate the device's safety and efficacy in real world patient population. The investigation included 179 patients that were treated with water vapor therapy procedure for benign prostatic hyperplasia (bph) between december 2017 and march 2019. The patients were separated in groups by baseline prostate volume; 140 patients had 30 to 80cc, 26 patients had <30cc, and 13 patients had >80cc. During the treatment, patients were positioned in a lithotomy position and received water vapor injections at 103 degrees c for 9 seconds into the prostatic lateral lobes. According to the length of the prostatic urethra and presence of a median lobe were determined the total number of injections. The postoperative complications were compared to other studies, and it was found that had similar rates of urinary retention, urinary tract infection, and dysuria but significantly higher rates of hematuria for the 30 to 80cc group (71.7%), <30cc group (58.8%), and >80cc (80.0%) group. Also, the 30 to 80cc group had three patients that were hospitalized due to vasovagal response, one of them had a myocardial infarction. The complications for the participants also include penile pain, burning and sloughing. The results from real world evidence study shows rapid and durable relief in luts, consistent with that observed in literature. Although rezum had a reasonably acceptable aes profile, patients should be counseled preoperatively for aes. As a first line therapy, rezum is an attractive option for men with bph irrespective of their prostate size.

Event description:
It was reported via an article published in the journal the prostate (wiley online library), that a retrospective study was conducted to analyze to provide 12-month unbiased outcomes with the rezum system (rezum), a convective water vapor thermal therapy for patients with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph). Results from this retrospective, real world evidence (rwe) study were compared to those of previous studies with the aim to evaluate the device's safety and efficacy in real world patient population. The investigation included 179 patients that were treated with water vapor therapy procedure for benign prostatic hyperplasia (bph) between december 2017 and march 2019. The patients were separated in groups by baseline prostate volume; 140 patients had 30 to 80cc, 26 patients had <30cc, and 13 patients had >80cc. During the treatment, patients were positioned in a lithotomy position and received water vapor injections at 103 degrees c for 9 seconds into the prostatic lateral lobes. According to the length of the prostatic urethra and presence of a median lobe were determined the total number of injections. The postoperative complications were compared to other studies, and it was found that had similar rates of urinary retention, urinary tract infection, and dysuria but significantly higher rates of hematuria for the 30 to 80cc group (71.7%), <30cc group (58.8%), and >80cc (80.0%) group. Also, the 30 to 80cc group had three patients that were hospitalized due to vasovagal response, one of them had a myocardial infarction. The complications for the participants also include penile pain, burning and sloughing. The results from real world evidence study shows rapid and durable relief in luts, consistent with that observed in literature. Although rezum had a reasonably acceptable aes profile, patients should be counseled preoperatively for aes. As a first line therapy, rezum is an attractive option for men with bph irrespective of their prostate size.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. The medical review determinate that the vasovagal response experienced by three patients could be as a result of the procedure. Ines, m., babar, m., singh, s., iqbal, n., and ciatto, m. (2021). Real world evidence with the rezum system: a retrospective study and comparative analysis on the efficacy and safety of 12-month outcomes across a broad range of prostate volumes. The prostate, 81, 956 - 970.